Event description:
A laparoscopic tubal occlusion with fallopian tube clips was in progress, when a clip came apart as it was being applied. The metal spring component was retrieved, but the plastic jaws part was not located. Another clip was applied to the fallopian tube with no problems. The surgeon did not elect to do additional surgery to retrieve the loose piece. Loss of a clip during application is described in the PMA for hulka clips.